Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e60y, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4)

Event description:
The consumer reported that the patient had a loss of therapeutic effect and their symptoms returned. 2-3 weeks prior to (B)(6) 2014, the patient got sick and was coughing and sneezing and noticed they were leaking. The patient expected that could happen even with the device due to their coughing and sneezing. Around (B)(6) 2014, the patient got better but noticed they were still leaking and had to wear protection. The patient had stopped doing that before and they also noticed they were not feeling stimulation as they had before. The patient increased their stimulation from 1.1 volts to 1.4 volts and felt stimulation, then decided to lower to 1.3 volts to see how that was first. The patient spoke with their health care provider (hcp) and they suggested that the patient try other programs to get better urinary relief. Sometimes the patient still had the urge to go and when they emptied they only got a teaspoon full. The patient also leaked a little when they were straining and at times they weren't sure if they emptied completely. The patient however did have 50 percent or better urinary relief. The patient was definitely better than they were before they had the implant, but some of their symptoms came back. At the patient's last hcp visit they didn't bring the controller with them and the hcp was going to change the settings to see if it would help more. The patient felt like they needed to go to the bathroom and then they went it was just a small amount. If their bladder was full they would go to empty it, but it appeared it didn't empty all the way because if they had a coughing spell or picked up something heavy they would leak a little bit. The indication for use for this patient was gastrointestinal/pelvic floor.